Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving multiple inappropriate shocks due to noise. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory. Review of the stored egms identified atp and hv shock therapies were delivered due to noise. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the noise could not be conclusively determined as the noise could not be reproduced.